Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in the vlmode. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hiatal hernia procedure, at the first use of the device, the button that triggers coagulation remained blocked which made the coagulation impossible to be disabled. The device was changed to resolved the issue.